Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited no atrial markers observed on presenting electrograms (egm). Atrioventricular (av) synchrony cannot be confirmed with (B)(4). An ECG is necessary during ipg av device follow-up to confirm the atrial mechanical sensing signal is coordinated with the p-waves on the ECG. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.